Event description:
It was reported that a revision surgery was performed due to implant breakage.

Manufacturer narrative:
This medical device report was inadvertently filed under (B)(4) registration code. This medical device report should be filed under (B)(4) registration code.